Event description:
It was reported that during a shoulder procedure, the ambient megavac 90 wand worked for a short time and then gave an error message. This event led to a 45 minute surgical delay but the surgeon was able to complete the procedure using a backup ambient megavac 90. There were no pt consequences reported as a result of this event.

Manufacturer narrative:
The pt identifier, age and weight were not available.